Event description:
The customer reported that insulin squirted out during prime. Advised the caller that the device would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The device was received with scratched screen, cracked display window corner, cracked battery tube threads, broken reservoir tube lip, and scratched reservoir tube window.